Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot # (B)(4), ubd: 29-jan-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient had a lumbar fusion and decompression surgery in august. Per the patient during the surgery the catheter slipped down a bit. The catheter was in the thoracic area and it slipped down a little bit. No patient symptoms and no further complications were reported or anticipated.